Manufacturer narrative:
Manufacturing review: the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, DHR was requested. Investigation summary: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device returned was found to be one MRI implantable port with catheter segment and catheter lock. Visual, microscopic, and tactual evaluations were performed. The investigation is confirmed for a subcutaneous leak, specifically a full subcutaneous break of the catheter at the stem. The catheter terminated in a full break at the end of the port stem. The end the catheter was largely rough with some smoother spots. The catheter lock manifested tool damage. There was mushrooming of the catheter against the port, resulting in splitting in two places at the proximal end of the catheter. The definitive root cause could not be determined based upon available information. A portion of the device was not returned, which may have manifested evidence pertinent to root cause. It is possible that procedural issues contributed to the reported event. The splitting of the catheter and tool damage indicate that instructions against using traumatic tools and against mushrooming the catheter were not followed. It is possible that during assembly certain practices contributed to eventual catheter break. See below: the IFU states: ¿do not manipulate catheter/port connection of pre-assembled or pre-connected port system as the catheter could become disconnected from the port, or system damage could occur.¿ prior to advancing the catheter lock, ensure that the catheter is properly positioned . A catheter not advanced to the proper region may not seat securely and lead to dislodgment and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats).¿ ¿do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps. Take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ ¿caution: prior to advancing the catheter lock, ensure that the catheter is properly positioned . A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats). For single lumen ports: advance catheter over port stem to midway point. Note: advancing catheter too far along port stem could lead to ¿mushrooming¿ of tubing when the catheter lock is advanced. Should this occur, it is advisable to stop advancing the catheter lock, pull the catheter back along the stem away from the port, and re-assemble the connection.¿ labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported by the healthcare professional that during chemotherapy treatment a leak was observed and was running into the tissue. The port was explanted 2 days later. During removal the tissue showed no irritation and no evidence of necrosis. The catheter was not attached to the port body and was removed a few days later via the groin. There was no patient injury reported.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the healthcare professional that during chemotherapy treatment a leak was observed and was running into the tissue. The port was explanted 2 days later. During removal the tissue showed no irritation and no evidence of necrosis. The catheter was not attached to the port body and was removed a few days later via the groin. There was no patient injury reported.